Event description:
A patient with a stryker reunion reverse total shoulder implant underwent surgery due to loosening of the baseplate, glenosphere, and screws. The surgeon removed the loose hardware, including the tray and liner, and replaced it with a stryker reunion anatomic head. The issue with the original implant was discovered several years after it had been implanted.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A patient with a stryker reunion reverse total shoulder implant underwent surgery due to loosening of the baseplate, glenosphere, and screws. The surgeon removed the loose hardware, including the tray and liner, and replaced it with a stryker reunion anatomic head. The issue with the original implant was discovered several years after it had been implanted.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.